Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows the clinician holding the catheter. Multiple kinks were noted throughout the catheter. Therefore, the investigation is confirmed for the reported deformation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the catheter was allegedly found to be twisted too much. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a port placement procedure, the catheter was allegedly found to be twisted too much. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided for review. The photo shows the clinician holding the catheter. Multiple kinks were noted throughout the catheter. Manufacturing site evaluation of the images showed a chronoflex catheter and multiple kinks were observed across the body of the catheter. The problem reported by "twisted catheter" is confirmed, the review in the regular process showed that this damage is caused during the placement of the catheter inside the tray, excessive entanglement of the catheter causes kinks in the catheter. Therefore, the investigation is confirmed for the reported deformation issue. Therefore, the cause of this condition is related to manufacturing. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the catheter was allegedly found to be twisted too much. The procedure was completed using another device. There was no patient contact.